Event description:
It was reported by the customer that the cutter unit bent during a procedure.

Manufacturer narrative:
Upon receipt of additional information, it was later confirmed that a broken tooth failure mode was observed. Additional information will be provided once the investigation has been completed.